Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was unable to verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor leaked an unknown solution from the filling port. The leak was identified during filling. There was no patient involvement. No additional information is available.